Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the cutter was intermittently turning off/on. Additional information has been requested.

Manufacturer narrative:
The system and the footswitch were examined and the reported nonconformance was confirmed with the footswitch. A footswitch was ordered for the customer to install themselves. This will resolve the issue. The system and footswitch were found to meet product specifications (even with the footswitch non-conformity). A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 17, 2012. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause was not attributed to the system. The root cause of the reported event can be attributed to a nonconforming footswitch. However, how or when the footswitch became nonconforming could not be determined. (B)(4).